Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas to report that the pump would not power on. The reporter stated that the patient went swimming and afterwards noticed moisture behind the top part of the pump's screen. The patient's mother claimed she replaced the pump's battery and stated she felt the pump vibrate as if powering on; however, the display remained blank. At the time of troubleshooting, the reporter confirmed there was no visible damage to the pump's casing or battery cap. The patient's mother denied any corrosion within the battery compartment or any damage to the pump's keypad. The alleged issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded several power on reset and numerous call service alarms. Pump powered up with audio, vibrator, and display. The down button was the only functional button. Leak test failed due to crack in case in upper right corner between the lens and case seal. Battery cap was not returned. Test cap was used for investigation. Battery compartment cracked from threads to case seal. No moisture or corrosion in battery compartment. Removed pump from case. All internal surfaces were corroded. There was visible corrosion in display which was dim with lines and color variations.